Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. G2: foreign - event occurred in japan.

Event description:
It was reported that during an unknown time, the unit had white powder on it when opened. It is unknown whether there was any patient harm/injury or surgical delay. Due diligence is complete; no further information is available.